Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their patient information center (pic) was not reporting any ECG pauses. No patient involvement.